Event description:
The user facility in the EU reported a 43-year-old female admitted in cardiogenic shock was implanted with an impella 5.5, via the axillary artery, for mechanical circulatory support. Due to visible clot at the inlet & left ventricle, a decision to remove it . No neurological complication but patient complaint about pain in the left arm. Visible thrombus in the brachialis artery was successuflly aspirated. Pump successfully weaned & explanted.

Manufacturer narrative:
Data logs were reviewed and did confirm that suction began shortly after activation and fluctuating pump flow and p-levels persisting throughout the case indicating that the biomaterial was likely ingested during support. There were no motor current spikes early in the case but on 10/16 motor current spikes did occur and correlated with the reported pump in aorta alarms when the position was verified indicating a likely persisting interaction with the pump impeller. The return pump was visually inspected and biomaterial was observed in the outflow via borescope view. The pump was run in a basin of water and suction with high pump flow occurred. The cause of the issue was biomaterial.